Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:45 am, the meter result was 7.0 inr. Minutes later, the customer tested again and the result was 6.8 inr. At 6:00 pm, the laboratory result was 4.71 inr and was believed to be correct. The laboratory reagent used was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no anemia, no antiphospholipid antibodies such as lupus, no direct thrombin inhibitor, no heparin, and no changes in medication or diet. The customer fell on (B)(6) 2019 and was bruised. This was prior to use of the meter. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's strips were received for investigation and were tested with a retention meter using quality control materials. Testing results: qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.4 - 3.6 inr). All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided in the complaint case that would point to a cause for the result discrepancy.